Event description:
It was reported that during a lap colectomy, the devices ripped and tore. Another instrument was used to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. (B)(4).